Manufacturer narrative:
Evaluation was not possible, as the device has not been returned (B)(4) due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies (B)(4). No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder scope procedure it was reported that metal shavings were noted on the tissue. The shaver was removed from the patient and a new shaver was used without issues. Metal shavings were removed and the procedure completed with the back-up device. They were confident that all of the debris was able to be removed; they removed the pieces by suction. A slight delay was reported and the patient was okay post-procedure.